Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading issue with the freestyle libre sensor. The customer reported receiving scan readings of and around 12 mmol/l (216 mg/dl), before losing consciousness. The customer was treated with glucose by his wife. Additionally, the customer had contact with a healthcare professional the same night and the next day, but received no additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 0m0061nwnjd has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
The customer reported a high reading issue with the freestyle libre sensor. The customer reported receiving scan readings of and around 12 mmol/l (216 mg/dl), before losing consciousness. The customer was treated with glucose by his wife. Additionally, the customer had contact with a healthcare professional the same night and the next day, but received no additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional investigation information has been received, therefore (expiration date) and have been updated. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader is required. Dhrs (device history record) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.

Event description:
The customer reported a high reading issue with the freestyle libre sensor. The customer reported receiving scan readings of and around 12 mmol/l (216 mg/dl), before losing consciousness. The customer was treated with glucose by his wife. Additionally, the customer had contact with a healthcare professional the same night and the next day, but received no additional treatment. There was no report of death or permanent injury associated with this event.